Event description:
Additional event information received from the customer: the valve fell off the scope during a diagnostic endobronchial ultrasound (ebus) procedure, during placement of an olympus 22g ebus needle onto the valve. The patient was not impacted and the procedure was not cancelled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed detached/damaged forceps passage mouth guard piece (k-mouth) could not be determined, however, the issue was likely the result of physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported defects of channel / biopsy valve / forceps irrigation plug on the evis eus ultrasound bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: biopsy valve fell off and damaged mouth guard piece for endoscopy. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the biopsy channel was leaking, the mouth guard piece was damaged, the system image had stain, shadow, fluid invasion due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.